Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter sales representative reported to product surveillance, on behalf of customer, of an administration set in which nurse observed a hole in the tubing. The reported condition occurred during priming of the set with saline. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which nurse observed a hole in the tubing was confirmed during sample evaluation. One used sample was returned for evaluation and the reported complaint was confirmed: during the re-priming procedure a leak was observed approximately 5 1/2 inches above the middle y-site. Upon closer visual inspection under a microscope, two cuts to the tubing were observed. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: should additional information be received, a follow-up medwatch will be submitted.